Event description:
This is a report of a home patient (hp) who experienced a leak when the heater bag disconnected from the setup. This occurred during dwell cycle one. The patient was connected to the homechoice (hc) at the time of the event. The patient could not identify any obvious issues with the supplies other than it "didn't feel right when he was connecting it." The patient would start therapy over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. There was insufficient information provided to determine a cause. Should additional relevant information become available, a supplemental report will be submitted.